Event description:
Patient was revised due to the recall. Report also noted that there was some discoloration. **update** (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which indicates that patient is seeking legal action. Correct date of implant was also identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised due to the recall. Report also noted that there was some discoloration.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.